Event description:
Co received the letter dated in 2004, requesting additional information regarding an implantable cardioverter defibrillator. Co has been unable to match the model 7232cx with an event contained in co's database. Therefore, co has created firm control number e613007 for this event.

Event description:
Pt was implanted with heart defibrillator in 2004. Twenty-seven days later pt suffered heart attack which the de-fibrillator was to have stopped from happening. Pt was in coma for three days, at which time de-fibrillator was turned off, but since removal from pt an alarm has sounded every 6 hours, which seems to be very strange and possibly it malfunctioned at the time it was needed.